Event description:
The child, (B) (6), strangled to death on a bed rail at his home in (B) (6). Copies of relevant documents including the autopsy report, death certificate, photographs of the scene and bed rail, sheriff's report and emt run report, 01/19/08 redacted discharge summary for scoliosis operation, and receipt for the bed follow under separate cover by regular mail. We also will attach a copy of the summons and complaint filed in the state court litigation for (B) (6) death on (B) (6) 2010. Dates of use: (B) (6) 2008 - (B) (6) 2008. Diagnosis or reason for use: scoliosis operation and followup.

Event description:
The child (B) (6) strangled to death on a bed rail at his home in (B) (6), (B) (6). Copies of relevant documents including the autopsy report, death certificate, photographs of the scene and bed rail, sheriff's report and emt run report, 1/19/08 redacted discharge summary for scoliosis operation, and receipt for the bed follow under separate cover by regular mail. We also will attach a copy of the summons and complaint filed in the state court litigation for (B) (6) death on (B) (6) 2010. Dates of use: (B) (6) 2008. (B) (6) 2008. Diagnosis or reason for use: scoliosis operation and follow-up.